Event description:
The patient reportedly developed infection at the implant site. The patient was treated with oral antibiotics. Medications include (B)(6), 2011, cefril; (B)(6), 2011, rifampin; (B)(6), b bactrim. On (B)(6), 2011, the patient was allowed to resume use of the external equipment.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well and has resumed wearing the external equipment and use of the device. This is the final report.